Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: three photos were received by our quality team for evaluation. From the photos, the scale line numbering was observed to have illegible printing (printing overlapping) at the numbering. A device history record could not be evaluated as the lot number is unknown. The probable root cause of this nonconformance could be that the mandrel bearing was worn-out. This causes the mandrels rotation to not be smooth and create a jerky motion. The jerky mandrels with play cause the scale line on the printing pad being transferred twice when the mandrels move left and right, thereby overriding the scale on the barrel surface. The preventative maintenance has been revised and a step to inspect the mandrel bearing has been added. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the scale markings on the syringe 1ml ls tuberculin were misaligned and double printed. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, the scale was misaligned."